Event description:
It was reported that post a coronary drug eluting stenting treatment procedure, restenosis occurred. The initial procedure occurred in 2007. The physician placed a taxus express2 2.5x24mm drug eluting stent to the first obtuse marginal (om) artery. Five months post procedure, the patient presented with 90% restenosis. A taxus express2 2.5x24mm drug eluting stent was used for treatment of the restenosis. No patient complications were reported. "The patient is doing well." Additional information regarding this event has been requested.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.